Event description:
Rechargeable battery pack had a thermal failure that resulted in a 5/8 inch hole to be melted in rear case of battery and transmitter. Three units involved: 1) #507mps01 - transmitter. 2) #944-c rechargeable battery pack. 3) #455-w wall charger.